Event description:
Complainant alleged that the device turned on and off by itself and verbal prompts activated when not requested. Complainant did not indicate that there was any pt involvement in the reported malfunction.